Manufacturer narrative:
The insulin pump was received with operating currents within spec. The insulin pump passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarmed during self test and confirmed in pump history with variable due to cold solder joint at u1 keypad assembly. The power management tool confirmed pump error and low battery alarms were triggered when backup battery unloaded voltage was less than 3.7 v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The pump was received with cracked keypad overlay at select button, minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s battery was lasting only for a week. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.